Manufacturer narrative:
(B)(4). Eval pending. Issue is being reported due to associated outcome.

Event description:
It has been reported that during deployment the device could not acquire ECG signal until pediatric pads were replaced with adult pads. Initial analysis of ECG indicates that device did acquire signal with pediatric pads. ECG was asystole - waveform that is not treatable with AED.